Manufacturer narrative:
Under (B)(6) law, patient information is considered confidential and will not be released by the hospital. 2017-10-06: breas medical (B)(4) have been informed about this incident through, our distributor, (B)(4). As we don't have access to the device it is impossible to say determine what the cause of this incident is. We are aware of the incident and waiting on the device to investigate the root cause. At the moment the device is in quarantine until decision from (B)(6). This incident has additionally been reported to (B)(6). No reference number have been received yet. 2017-11-06: 2017-09-22: breas medical (B)(4) has not been granted access to the device or log file for further investigation. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. 2017-11-30: breas medical (B)(4) has received the device and an investigation is ongoing. Final report will be sent in once the investigation is completed.

Event description:
The facts occurred in a young patient (B)(6) years old, tracheotomized, ventilated 24/24 with a reduced respiratory autonomy. We have been taking care of this patient since (B)(6) 2011. The patient lives with his parents and goes to a center during the day. It is the mother who takes care of connections of the ventilation. One vivo 50 is configured with a day mode and another with a night mode. The incident occurred on the vivo used on (B)(6) in the morning. The mother describes that she followed the same procedure as usual: the vivo 50 in question equipped with an external battery (which remains continuously on the vivo) was plugged to mains and loaded all night before without difficulty. No electrical incident to report. When the mother installed her son as she did every morning in the chair, and connected him to the ventilator who worked on battery, she noticed a powerful detonation which she described as "an impressive explosion" resulted in a sudden opening of the connector covers on the side of the machine. There was no smoke emission. She immediately took the other vivo 50 as backup that was nearby. Consequently, there was no impact on the health status of the patient. When the incriminated vivo is switched on again, there is a white flash at the start, then a black screen, and the presence of the 3 lights on. There are no other visible signs on the vivo.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. 2017-10-06: breas medical ab have been informed about this incident through, our distributor, (B)(4). As we don't have access to the device it is impossible to say determine what the cause of this incident is. We are aware of the incident and waiting on the device to investigate the root cause. At the moment the device is in quarantine until decision from (B)(6). This incident has additionally been reported to (B)(6). No reference number have been received jet. 2017-11-06: 2017-09-22: breas medical ab has not been granted access to the device or log file for further investigation. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Event description:
The facts occurred in a young patient (B)(6) years old, tracheotomized, ventilated 24/24 with a reduced respiratory autonomy. We have been taking care of this patient since (B)(6) 2011. The patient lives with his parents and goes to a center during the day. It is the mother who takes care of connections of the ventilation. One vivo 50 is configured with a day mode and another with a night mode. The incident occurred on the vivo used on (B)(6) in the morning. The mother describes that she followed the same procedure as usual: the vivo 50 in question equipped with an external battery (which remains continuously on the vivo) was plugged to mains and loaded all night before without difficulty. No electrical incident to report. When the mother installed her son as she did every morning in the chair, and connected him to the ventilator who worked on battery, she noticed a powerful detonation which she described as "an impressive explosion" resulted in a sudden opening of the connector covers on the side of the machine. There was no smoke emission. She immediately took the other vivo 50 as backup that was nearby. Consequently, there was no impact on the health status of the patient. When the incriminated vivo is switched on again, there is a white flash at the start, then a black screen, and the presence of the 3 lights on. There are no other visible signs on the vivo.

Manufacturer narrative:
Under (B)(6) law, patient information is considered confidential and will not be released by the hospital.

Event description:
Vivo 50 powerful detonation.

Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital. On 2017-10-06: breas medical (B)(4) have been informed about this incident through, our distributor, (B)(4) in (B)(4). As we don't have access to the device it is impossible to say determine what the cause of this incident is. We are aware of the incident and waiting on the device to investigate the root cause. At the moment the device is in quarantine until decision from ansm (french national competent authority). This incident has additionally been reported to (B)(4). No reference number have been received jet.

Event description:
The facts occurred in a young patient (B)(6) years old, tracheotomized, ventilated 24/24 with a reduced respiratory autonomy. We have been taking care of this patient since (B)(6) 2011. The patient lives with his parents and goes to a center during the day. It is the mother who takes care of connections of the ventilation. One vivo 50 is configured with a day mode and another with a night mode. The incident occurred on the vivo used on (B)(6) in the morning. The mother describes that she followed the same procedure as usual: the vivo 50 in question equipped with an external battery (which remains continuously on the vivo) was plugged to mains and loaded all night before without difficulty. No electrical incident to report. When the mother installed her son as she did every morning in the chair, and connected him to the ventilator who worked on battery, she noticed a powerful detonation which she described as "an impressive explosion" resulted in a sudden opening of the connector covers on the side of the machine. There was no smoke emission. She immediately took the other vivo 50 as backup that was nearby. Consequently, there was no impact on the health status of the patient. When the incriminated vivo is switched on again, there is a white flash at the start, then a black screen, and the presence of the 3 lights on. There are no other visible signs on the vivo.